Manufacturer narrative:
One opened probe was received, with no tip protector, in a tray, for the report. The sample was visually inspected and found to be non-conforming with the needle bent at the stiffener sleeve. The tip of the probe needle was not observed to be broken. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be broken at the port and severely bent. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the tip of the inner cutter was broken off, which could be perceived as the tip of the probe broke off. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. Unrelated to the reported event, the evaluation indicated that the probe needle was bent. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the broken port of the inner cutter and the bent needle and bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of the vitrectomy probe broke off while in the eye during surgery, however the surgeon removed the tip by using the needle and syringe with no harm to patient. The procedure was completed by replacing the vitrectomy pak. Based on information received following was updated, that the patient had a posterior vitrectomy with a membrane peel and there was no harm to patient.